Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the touchscreen was unresponsive. Customer reported that when on the home screen, the screen would not respond to pressing the "1" button and would not unlock the pump. Customer would touch the wake button to have the screen black out and re-press it to reactivate the home screen, then the number buttons would be responsive. There was no impact to customer's blood glucose levels. During troubleshooting with tandem technical support the touchscreen was functioning as intended.